Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On june 19, 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, on day 46 after sensor insertion. From the return material analysis testing, however, the sensor did not reveal any malfunction. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The review of the glucose plot showed two consecutive drops out phases within 14 days apart that triggered the sensor replacement alert on day 41 post-insertion. The potential root cause for the reported failure mode may be related to an issue with the sensor electronics, for example the led behavior at the time, or the in vivo state of the sensor hydrogel. As part of resolution, a sensor replacement was offered to the user. B4. Date of this report updated to 12 sepetmber 2024. G3. Date received by the manufacturer? 23 july 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.